Manufacturer narrative:
Calibration and quality control data were requested but not provided. Based on the available data, a general reagent issue can be excluded. The field service engineer performed system preventative maintenance and replaced a sipper probe. He performed an instrument check with results within acceptable range. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6). This investigation is ongoing.

Event description:
The initial reporter questioned non-reproducible elecsys total psa immunoassay and elecsys ft4 ii assay results on a cobas e411 rack. Patient 1 had an initial ft4 result of 100 pmol/l with a data flag. This result was not reported outside the laboratory. The customer repeated the sample and recovered a ft4 result of 14.91 pmol/l. On (B)(6) 2020, patient 2 had an initial total psa result of 2.0 ug/l. This result was reported outside the laboratory but questioned by the general practitioner. The customer repeated the sample and recovered total psa of 20.42 ug/l. The total psa reagent lot number for patient testing was 419341 and expiration date was requested but not provided. The ft4 reagent lot number and expiration date were requested but not provided.